Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a total hip replacement wherein the ipg was put into surgery mode. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the patient¿s ipg was explanted and replaced. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced to address the issue.